Event description:
The customer reported that prior to use on a pt, the unit's display went "out"; the display went yellow. The pt was switched to another unit and therapy was initiated. No pt injury was reported.